Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. The operator experienced several alarms and reported the keypad pump rates reset to zero on the cycler during a routine hemodialysis treatment. Due to the amount of time that passed, the circuit clotted resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
Facility staff attributed the reported blood loss to the operator not performing rinseback in a timely manner. The user's guide instructs the operator to promptly rinseback the patient's blood in the event of an unrecoverable alarm. Evaluation of the returned cycler found no problems. Review of the patient's treatment logs indicate operator induced key presses that caused the pump rates to reset to zero. There is no evidence of a device malfunction. A direct correlation between nxstage system one and the reported blood loss cannot be established. Add'l training has been provided regarding timely rinseback to the patient and operator. Nxstage medical considers this report closed. No add'l info will be provided.